Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance programming the insulin pump. Customer's blood glucose is 467 mg/dl. Customer programmed her basal rates already and meter ID. Customer has manual injections but feels they don't do much for her. Customer needs to contact her physician for her settings on the bolus wizard. Customer stated that she will be heading to work and there will be someone there. Customer was advised to call her physician and keep checking her blood glucose.